Event description:
The customer reported that a cartridge was not fitting properly into their pump. There was no adverse impact on the customer's blood glucose level. The customer successfully filled and loaded a new cartridge, allowing them to resume insulin administration.